Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot =null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 14-june-2019 literature article entitled: ¿long-term results of total hip arthroplasty for femoral neck fracture nonunion¿ , published by the journal of bone and joint surgery, incorporated (2004) was reviewed for MDR reportability. The study¿s objective was to evaluate the long-term results and complications of total hip arthroplasty for the treatment of femoral neck nonunion. Ninety-nine patients who had been managed with the charnley total hip arthroplasty as treatment of a femoral neck nonunion were retrospectively reviewed. The models of prostheses used include cemented all poly charnley acetabular component and a cemented charnley monoblock femoral component, where the femoral stem and head are welded together and implanted as one piece. Please note, cement manufacturer is not provided. The study identified the following to be adverse outcomes: 48 patients experienced difficulties with ambulation; 16 patients experienced aseptic loosening (cup, stem or both components); 9 patient experienced dislocation; 1 patient experienced infection; 24 patients experienced hip pain; 12 patients experienced surgical intervention / revision / resection.